Event description:
It was reported that the device experienced an electrical reset. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset - power on reset parameters. 1 - por for critical ram parity error, addr=132c, data=80 on (B)(4) 2012 23:58:23. One - patient alert for device circuit error on (B)(4) 2012 23:58:23.